Manufacturer narrative:
The complaint is not confirmed.

Event description:
On 12/22/2021, it was reported by a sales representative via sems that an ar-6485 pump seems to be having pump pressure issues. The surgeon is concerned as it appears to run higher than normal flow even when connected to a scope sheath and in the shoulder joint space. During the procedure, the tubing was replaced, but the issue seemed to remain the same. The case was completed by using a new pump with no patient affect. Additional information received 1/5/2022: sales representative reports that no extravasation or any other patient issues occurred. In this case the pump seems to be working unusual and it was switched prior to any complications. After doing so, the procedure went as planned.